Event description:
Discomfort, swelling, poor range of motion since primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products confirmed the reported event. The investigation concluded the reported event was design related. Pra/ hhe was conducted on this reported event as well as all information will be tracked and documented though (B)(4). Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Customer comments: primary tkr (B)(6) 2009. Discomfort, swelling, poor range of motion since primary surgery. Significant grey staining of surrounding tissues when joint opened. Capsulectomy and synovectomy performed. Femoral component well fixed. Minimal bone loss under component. Tibial component removed moderately easily, with minimal bone loss and small amount of grey staining of bone under tray. Tissue specimens obtained. Implants retrieved. Stemmed revision prosthesis implanted. Copious lavage.